Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high thresholds, intermittent capture and high impedance with possible fracture. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 8042b ipg, implanted: (B)(6) 2009. (B)(4).